Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics via the telephone. In conclusion, system hardware is the likely cause of the event. However, a specific hardware component was not identified as the singular cause of the event. A definitive cause of the event is unknown.

Event description:
The affiliate stated the customer reported erroneous red blood cell (rbc) and hemoglobin (hgb) results, for two patients, involving the coulter act diff 2 analyzer. The customer stated the erroneous results were not released out of the laboratory. There was no patient impact associated with this event. The patients' samples were retested on the same instrument immediately following the original sample. A beckman coulter field service engineer (fse) performed system diagnostics with the customer via the telephone and had the customer replace the probe wipe assembly and move the tubing at pinch valve lv12 to the correct position as a precautionary. The customer did not report further system issues. The instrument was returned to normal operation.